Manufacturer narrative:
Correction: manufacture date updated to proper value. Correction:patient ID, age and gender provided.

Manufacturer narrative:
Additional information: patient date of birth (B)(6) 1977.

Event description:
Medtronic received information regarding an imaging device being used intra-operatively for a spinal fusion procedure. Imaging aborted. It was reported that when trying to boot the mobile view station (mvs) it was displaying an "application error" message and would not load the normal mvs app. The site rebooted several times and tried refreshing just the mvs app (ctrl+q) with no resolve.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the configuration file and viewing station of the imaging system software were reloaded onto the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed an application error message and would not load into the normal application. Restarting the viewing station of the imaging system did not restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.